Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had a damaged battery. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries due to use/user error. It is unclear if any repairs were made to the device. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding that the pump with 'alarm led not function'. Keypad was changed & pump passed subsequent testing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The user interface module software version of this pump is v5.09.92. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of the evaluation or if any additional details become available.